Manufacturer narrative:
A fragment of the involved device was returned to intervascular and was inspected by our quality assurance manager. His comments are as follows: "the product has not been returned in its entirety and it is damaged and soiled. Concerning the flexibility of the product, as it has been soiled and dried, it is not possible to carry out an analysis." A review of the complaint device history records indicated that the graft was processed and inspected according to established procedures and was therefore released following acceptable quality inspections and tests. Specifically, no anomaly was evidenced in the textile or collagen coating records. Moreover, the tests include a 100% visual inspection of the graft. A retention sample of the same textile type and from same lot as the involved device has been identified. An examination by the quality department will be performed. The review of post-marketing historical data indicated that no other similar complaint was reported for the same lot number. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
According to the surgeon, the surgery did not happen as usual. The involved graft was not flexible and was difficult to handle intraoperatively. A small sample of the graft was returned for examination. It is unknown if a portion of the graft remained implanted. Patient was neither injured nor endangered.

Event description:
It was confirmed that the graft remained implanted.

Manufacturer narrative:
(11/213) the analysis of a retention sample of the same textile type and from same lot as the involved device was performed by a quality control technician. No anomaly was found. The elasticity of the product was found to be the same as what is observed in routine quality control. (67) the outcome of our investigation suggests that the graft was not defective. The case was reviewed and discussed with the r&d team. It was confirmed that our process may lead to slight difference in crimp density (crimps/cm, i.e. Stretchability of the graft), but since this is not associated to the graft performance, there is no defined product specification related to stretchability.